Manufacturer narrative:
The displacement test was unable to be performed due to no button response. The pump was received with no button response due to corroded keypad traces. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked belt clip slot.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had cracks near the reservoir window, and many scratches on the display window. No further information provided.